Event description:
The following information was provided: it was reported by counsel as a result of a legal claim that allegedly the patient underwent left tha on (B)(6) 2010 with an abg modular stem and was revised on (B)(6) 2024 due to metallosis.